Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter (B)(4). The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter (B)(4). The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter (B)(4). The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 vdc. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.